Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed myopotential oversensing exhibited by the implantable cardioverter defibrillator which resulted in pacing inhibition. Programming adjustments were discussed; however, no intervention was reported. There were no patient consequences.